Manufacturer narrative:
E: (B)(6). Reporter and institution phone: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreens touch position was misaligned. The customer performed an inspection of the device at the customer site and found that the touch position of the touchscreen was misaligned and could not complete a touchscreen calibration. The device was sent to a repair center, where an authorized service provider (asp) evaluated the device on 29jan2026. The asp confirmed the touchscreen issue, and attempted a touchscreen calibration which did not resolve the misalignment. The asp replaced the touchscreen and confirmed that the issue resolved following the part replacement. The asp then completed a cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.